Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a vats lobectomy procedure, there was poor staple formation and a big click sound was emitted during firing. The staple line was incomplete on the proximal end. Another stapler was used to fix the staple line. No patient adverse events reported. Patient status is alive with no injury.